Event description:
It was reported there was a speaker failure. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Manufacturer narrative:
A quote for onsite service was provided to the customer, but the quote was not accepted by the customer. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. A quote was provided, but the customer did not accept the quote.